Manufacturer narrative:
(B)(6). The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. A review of the manufacturing documentation associated with this lot # 17398065 was performed and the following was found: review of lot # 17398065 revealed no anomalies during the manufacturing and inspection processes. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 80 cm. Powerflexpro 8 mm. X 4 cm. Balloon catheter (bc) ruptured a six atmospheres (6 atm.). The product was successfully removed from the patient and another powerflexpro bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right subclavian vein. The lesion was reported to be: a 99% stenosis, and not tortuous. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact from the patient. The following information was reported to be unknown: what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon deflate normally: if deflation was not normal, how long did it take to deflate the balloon, did not deflate at all, how was the balloon eventually deflated; did the balloon re-wrap properly, if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed. No additional information is available.

Manufacturer narrative:
As reported, the 80 cm. Powerflex pro 8 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.). The product was successfully removed from the patient and another powerflex pro bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right subclavian vein. The lesion was reported to be: a (B)(4) stenosis, and not tortuous. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact from the patient. The following information was reported to be unknown: what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon deflate normally: if deflation was not normal, how long did it take to deflate the balloon, did not deflate at all, how was the balloon eventually deflated; did the balloon re-wrap properly, if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed. No additional information is available. The device was not returned for analysis. Review of lot # 17398065 revealed no anomalies during the manufacturing and inspection processes. The reported balloon burst could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Clinical factors contributing to the burst may include procedural and patient (such as vessel characteristics). Balloon burst is a well-known procedural complication during angioplasty where procedural factors and vessel characteristics often contribute to the damage. In this case, neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.